Event description:
The customer reported low bgs. Assisted the customer with treating the low bgs. During the call the customer was hospitlized for low bgs. Troubleshooting was performed. It was found that the time and the basal rates were incorrect. Assisted the nurse with resetting the time and the basal rates. Also the alarm history revealed several alarms. It was indicated that the customer was disconnected during the rewind and prime. The insulin type and the concentration were correct. The customer does not remember anything prior to this hospitalization.